Manufacturer narrative:
The field service engineer (fse) identified an issue with the gear pump and found the reagent syringe was not tightened completely. The customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 801 module. Note: the unit of measure was not provided. The initial result was >240. The repeat result was >120. No questionable results were reported outside of the laboratory. The vitamin d total iii reagent lot number was 718894. The expiration date was not provided.